Manufacturer narrative:
As product was not returned and the test strip lot reported with complaint is unknown, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc blood glucose meter was providing readings that were higher than she felt. The customer reported that on (B)(6) 2016 she received a reading of 420 mg/dl at 1:05 am, and self-administered an unspecified amount of insulin. The customer subsequently felt "woozy and sleepy", and the customer's husband performed another blood glucose test at 1:40 am with a result of 66 mg/dl. The customer's husband gave the customer juice and "sugary water" for about 40 minutes to an hour, until the customer fell asleep. At 3am, the customer woke up, tested, and obtained a result of 78 mg/dl. There was no report of death or permanent injury associated with this event.